Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error 319. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The unit was tested on an in-house system and failed normal mode as it triggered 319 errors. The unit failed on a patient side cart (psc) fixture test platform as it failed the fiber test on the clockspring. The clockspring was exchanged with a new one and the error no longer occurred. The original clockspring fiber cable was re-installed, and the errors returned. The unit went through testing on a psc fixture test platform with a new clockspring fiber cable and passed the direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and the carriage switches tests. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer received a 319 fault on universal surgical manipulator (usm) 2. Prior to the call, the customer power-cycled multiple times, however the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle of the patient side cart (psc), but there was no change. Tse recommended disabling usm 2 and to complete the case using 3 usms. The surgeon agreed and the procedure was continuing with 3 usms. The procedure was completed as planned with no reported injury.